Manufacturer narrative:
Date sent to FDA: 10/2/97. H6 - method user facility did return 1 headcover for evaluation with the assumption that it came from hosp stock. Additional samples were evaulated from manufacturer's stock. Evaluation summary: raw materail process review: no changes have been made to the MFR of the raw material used in the construction of this product. Record review: no lot number was provided by the user facility, therefore no record review could be conducted. Summary of trends: no unexplained upward trends. Conclusion: investigation could not confirm that an actual failure of the product to conform to expected performance occurred, but rather was an isolated reaction of an individual.

Event description:
The user facility stated that they have five staff members experiencing red welts where the elastic, of the headcover, touched the forehead. It was reported that the welts itched and spread to their scalp. No medical intervention sought or required. The irritated area improved after discontinuance of the headcovers. When asked, it was reported that none of the employees have allergies to latex. This is three (3) of five (5) medwatch reports being filed for this difficulty.